Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). UDI was unknown. No product information has been provided to date. The device history record review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front lower corners and both plunger cases were cracked by the top screw. Syringe test and check the reading of syringe plunger sensor found in pump event history log. During functional testing the syringe plunger not in place was found at syringe test and failed the syringe plunger sensor. The root cause of the problem was related to the plunger board worked its way loose as a result of normal wear causing the q1 to be knocked of by the push block as it is over 10 years old. Replaced plunger board and performed all testing which passed.

Event description:
It was reported that the pump exhibited plunger not in place error. No patient injury was reported.